Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 560mg/dl and a manual injection was administered to address the bg level. No troubleshooting was performed as the occlusion had been resolved at the time of the report.